Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and analysis revealed no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Other than non-severe explant damage (stretched helix), there were no anomalies observed on the returned lead distal segment. All electrical testing was within specified parameters. The full lead was not returned.

Event description:
It was reported that the patient received multiple inappropriate shocks due to noise. It was noted the right ventricular (rv) lead fractured in the proximal area to the device. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.